Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shock therapy outside of an isolated episode under secondary vector configuration, due to oversensing of low/poor amplitude morphology signals that were suspected to be bundle branch block. In addition, previous untreated episodes were recorded due to the same issue. The patient showed no symptoms at the moment of the shocks. The shock therapy was turned off to perform physical activities and some extra signals were seen. However, a treadmill and physician were not available when the patient was at the hospital, so a proper stress test to replicate the treated morphology observed could not be done. Therapy was left off and the patient kept overnight in the hospital while a stress test is scheduled. Subsequently, the stress test was performed, and no abnormalities were found. The s-ICD system was reprogrammed to primary vector, shock zones were increased, and therapy was turned back on. The patient was recommended to be latitude monitored. This s-ICD remains in service and no additional adverse patient effects were reported.